Event description:
It was reported that the drill bit ran idle and stalled in the attachment. No further consequences were reported.

Manufacturer narrative:
The product subject to this complaint was returned for evaluation. It was confirmed that the drill bit had become stuck in the attachment. On removal of the drill bit, it was visually confirmed that the radiolucent material had worn away which may have led to the issue as reported. It was not possible to determine the definitive root cause for the product malfunction.